Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited failure to capture. Programming changes were performed. Further information was requested, however, was not provided.